Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for analysis. Visual inspection noted the returned handle was received attached to a reload. The firing knobs were fully retracted. The articulation lever was in neutral position. Functional evaluation noted the returned reload was unloaded from the returned handle. The returned handle was successfully loaded with a representative device and the returned reload. The representative device and the returned reload were successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. No reported conditions could be confirmed. The most likely cause could not be identified because no related problem was detected with the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open total gastrectomy, firing was able to be performed to the end for duodenal resection in total laparotomy. But it became unable to return any further when it returned about 15 mm. It stopped exactly at the part of reaching duodenum. For release, a new handle and cartridge were taken out and additional resection was performed on the patient side and it was removed together with the tissue. When it was received, the black return knob was found to have stopped at the point of which it returned about 15 mm back from the tip, and the duodenum was found to be pinched in the jaws. Because a duodenal specimen was necessary, the black return knob was forcibly returned with both hands and released it. Certainly it was stiff enough to be difficult with one hand. There was only 1 site that prevented returning, and when it was overcome, it smoothly returned. The surgical time was extended by more than 30 minutes.